Event description:
A report was received that the patient underwent a revision. During the revision, the physician found that the suture sleeve was damaged. The physician replaced the damaged sleeve. The reason for the revision is unknown. After the revision, the patient was reportedly doing well.

Manufacturer narrative:
Patient weight not available. Device serial number unknown. This is the final report.